Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
New (B)(6) created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege: bilateral patient was implanted with depuy asr hip implants on or about (B)(6) 2007. Patient has experienced pain, lack of mobility, and elevated levels of chromium and cobalt. Patient will need to undergo revision surgeries. Doi: (B)(6) 2007 - dor: unk (unknown side). Doi: (B)(6) 2007 - dor: unk (unknown side). Patient is a resident of (B)(6). Update: (B)(6) 2012 - the sales rep has reported the revision for the right side. Patient was revised due to pain. Dor: (B)(6) 2012. Update 05/28/2013 litigation papers received alleging loosening. There is no new additional information that would affect the investigation. Update - 08/24/2016 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the right revision surgery notes reported dor: (B)(6) 2012 elevated metal ion levels and pain. Medical records reported decreased range of motion. The left revision surgery notes reported dor: (B)(6) 2015 and adverse local tissue reaction. The complaint was updated on: 09/15/2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.